Event description:
No additional information received from customer.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the electrocautery wire snapped. The procedure was completed and there were no report of patient harm.